Manufacturer narrative:
Reported event: it was reported that the handle fell off. Issue was noticed during the case, therefor there was a case delay and no patient harm. Device history review: device history records indicate 25 devices were manufactured under lot k09q6 and all were accepted into final stock on 6/22/17. Complaint history review: a review of complaints related to parts in lot number k09q6, p/n 209063 shows no other complaint related to the failure in this investigation. Material inspection: material analysis was not completed because functional inspection clearly showed failure. Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: the handpiece motor and electronics function as intended. Conclusions: the screw holds the handle in place. If the screw backs out then the handle can fall. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc1429704 and CAPA 1452931are associated with the failure mode reported in this event.

Event description:
The grey part of the handle on the mics hand piece broke off during the case, it was then noticed that a screw was missing off of the handle. It was noticed right after the surgeon finished the tibia cut, the grey piece fell off as the surgeon let go of the handle, and it was then noticed that a screw was missing out of the handle .tka case delayed for 20 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The grey part of the handle on the mics hand piece broke off during the case, it was then noticed that a screw was missing off of the handle. It was noticed right after the surgeon finished the tibia cut, the grey piece fell off as the surgeon let go of the handle, and it was then noticed that a screw was missing out of the handle .tka case delayed for 20 minutes.